Event description:
On (B)(6) 2014, the reporter contacted animas alleging a loss of prime issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved after troubleshooting.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed multiple loss of prime warnings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The force sensor calibration was within specification. No damage or defect was found to the pump¿s force sensor circuit.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.